Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a pt, the device's display had lines through the screen and critical info could not be read. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.